Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The gib pcb assembly was evaluated and replaced. The generator software was also reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.